Event description:
In a literature review titled "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature", the following event was reported: a physician performed a kyphoplasty procedure on a pt at level l3. Two months post procedure, the pt experienced an infected shunt. The pt was on anti implant-implant rejection medication and prednisone. A corpectomy, discectomy, spinal fusion and instrumentation were performed. The pt died due to cv failure. No additional info was reported.

Manufacturer narrative:
Report source: article titled: "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature" by jason c. Eck, do, ms, dean nachtigall, do, s. Craig humphreys, md, and scott d. Hodges, do. Method: device not returned, internal review of literature, follow-up with author.